Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the estech retractor fell apart while being used for the procedure. As a result a chest x-ray was taken and came back negative. No known impact or consequence to patient. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations, and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 24, 2019. The sample was not returned for evaluation. A definitive root cause could not be determined. The most likely root cause for the cable to break is misuse by repositioning the arm without loosening the cable while the cable is under tension, over torquing, and improper reprocessing. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d2 (suspected medical device - corrected device product code). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to correction). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.